Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The unit returned has a kink in the lap joint, as part of overall visual revision. A kink and hole was observed in the lap joint from femoral marker to the distal end. Impedance testing shows a good unit wave form. Water leaks from the hole of the lap joint during flushing catheter. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the image was lost. During a procedure, an opticross¿ was selected for use to diagnose the target lesion. On the 1st use, image appeared. However, image became unstable on the 2nd use. Flushing the catheter could not resolve the issue. Eventually the image was lost. The procedure was completed with a different device. No patient complications reported and the patient's condition was good. However, device analysis revealed a hole in the lap joint from femoral marker to the distal end.